Event description:
It was reported that the slimline fiber was fractured. The physician replaced the fiber. There were no patient complications reported.

Event description:
It was reported that the slimline fiber had potential to become fractured. The physician replaced the fiber. There was no patient involvement.

Event description:
It was reported that the slimline fiber was found to be fractured after connecting it to the device, based on its bending degree. Also, the middle part was found to be bright red. The physician replaced the fiber. There was no patient involvement.

Manufacturer narrative:
Section e: e1 initial reporter phone corrected. Section d: d5 operator of device corrected.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first and last name, MFR email address.

Event description:
It was reported that the slimline fiber was found to be fractured after connecting it to the device, based on its bending degree. Also, the middle part was found to be bright red. The physician replaced the fiber. There was no patient involvement.